Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon eval, pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. Device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon eval, the front-back and side-side channels were noisy when the trunk cable was manipulated. The root cause of the damaged cable cannot be positively identified. No adverse event resulted from the damaged trunk cable.

Event description:
The (B)(6) distributor contacted zoll customer support to report that the electrode belt sn (B)(4) has bent pins in the connector and electrode belt sn (B)(4) has a damaged cable.